Event description:
A malfunction alarm, specifically malfunction code malf 0, was reported by the customer. There was no adverse impact to the customer's blood glucose level. Tandem technical support provided pump reset information and assisted the customer with resetting the pump. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump and contact support again if any issues reoccur.